Manufacturer narrative:
A specific root cause could not be identified. Based upon information provided, the customer is using incorrect centrifuge settings for sample preparation and is not using recommended sample tube rack adapters. The customer refused to provide any further patient data. It was unknown if the tnt result were performed for initial diagnosis or during monitoring and/or therapy. No adverse events were reported.

Event description:
The customer received questionable troponin t stat, cardiac t generation 4 (tnt) results for three patient samples. The samples were all repeated the same day on the same cobas e411 rack analyzer. Patient 1, initial tnt result was 0.05 ng/ml (positive). The repeat result was 0.948 ng/ml (positive) and the customer considered this result to be correct. Patient 2, initial tnt result was 0.04 ng/ml (positive). The repeat result was 0.42 ng/ml (positive) and the customer considered this result to be correct. Patient 3, initial tnt result was 0.07 ng/ml (positive). The repeat result was 2.67 ng/ml (positive) and the customer considered this result to be correct. The initial results were reported outside the laboratory. No adverse events have been alleged regarding the discrepancies. The tnt reagent lot number was 15989402. The field service representative was unable to determine a cause. He replaced sample tubing, pinch tubing and aligned all positions of the sample probe and mixer. The field service representative ran performance tests which were within specification. The customer performed quality control and other tests which were acceptable.